Event description:
An aneuryx bifurcated stent graft of an unknown size was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The iliac vessels were moderately tortuous with little calcification. It is reported that as the black ring on the delivery system was being retracted during deployment of the stent graft, the black ring separated from the outer sheath of the stent graft preventing the sheath from retracting. It is reported that the delivery system was removed from the pt and another device was placed. The pt's status is unknown. The device will not be returned to medtronic ave for returned goods investigation. Although many attempts have been made, no further info from the facility is available.